Event description:
It was reported that pump battery depleted too quickly, but contact was not with patient or pump at time of call and planned to provide more information later. There was no reported impact to the customer¿s blood glucose level. Customer later stated they would call back when available, and technical support made follow-up calls, obtained serial number from patient profile, and ultimately closed case after second follow-up without receiving additional details regarding outcome of event.